Event description:
The report stated that "the catheter was used for the femoral artery, but it went into a side branch and got stuck. The catheter was pulled but the balloon latex was detached from its winding and the wire inside was exposed." The device was not returned from the hospital due to their policy not to take any device with blood out of the hospital. Additional information confirmed "there was no problem observed with the device at the inflation test before use. Some force was applied to the device when removing it from the side branch. No other damage or missing component was noted". No patient injury was reported.

Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be performed.